Event description:
Information was received from a consumer regarding a patient receiving hydromorphone via an implanted pump. The indication for pump use was non-malignant pain. The patient reported that they had missed 3 boluses since yesterday and last night due to an inability to open the myptm app. During the call, the patient opened the myptm app and read ¿myptm app not responding - cancel or wait¿ and sometimes the handset screen had gone blank on them. The agent assisted the patient in relaunching the myptm app after restarting handset, and the patient read service code 338 (connection interrupted), which they saw for the first time yesterday as well. While connecting, the patient stated, ¿yesterday about this time¿, they started having difficulties with the communicator timing out before the screen would progress past the ¿connecting¿ screen, so they had to press ¿cancel¿ or ¿retry¿. The patient mentioned it briefly paused at 91%. The patient was able to connect after pressing ¿retry¿ but did not bolus due to a 46 minute lockout. The agent assisted the patient in toggling off/back on bluetooth and location along with toggling off wifi and closing the myptm app. The patient was going to monitor seeing the 338 code and the agent redirected the patient to hcit (healthcare information technology) to reinstall the myptm app and the patient was going to monitor that and call back for assistance as needed.

Manufacturer narrative:
Continuation of d10: product ID a820 serial# unknown. Product type software product ID tm90t0 serial# unknown. Product type: accessory product ID hh90t01 serial# (B)(6). Product type: mobile platform section d information references the main component of the system. Other relevant device(s) are: product ID: a820, serial/lot #: unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.